Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a mid treatment error during refractive treatment. Additional information received; three seconds prior to completion of the left eye the machine stopped. The procedure was completed the same day without harm to the patient.

Manufacturer narrative:
Review of the logfile for the day of treatment shows all laser system functions were within specifications for the respective treatment. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. During treatment phase of reported treatment, after successful center test showed a warning message which indicates the laser pedal was not pressed enough. After that the user performed the center test again without reason and the message indicating treatment stopped appeared. After several times of center test, treatment running and treatment stopped, the user aborted the treatment with shots already fired. The user restarted the aborted treatment and finished it without other issues. So there is no technical problem and the report of the laser stopping during the treatment is due to the user pressing the center pedal instead of the laser pedal and after the user aborted the treatment. The root cause is user handling. The manufacturer internal reference number is: (B)(4).